Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.00/+3.0/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was repositioned and the problem was resolved but the surgeon felt the lens may still rotate so the lens was explanted. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown.